Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 04/16/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with redness and swelling extending beyond the patch perimeter which occurred the day after the sensor had been inserted into the arm. The skin was prepped with alcohol prior to sensor insertion. The patient consulted with a doctor and the patient was prescribed oral doxycycline for the skin reaction. The patient was in good condition at the time of report. No additional event or patient information is available.